Event description:
Ous MDR - after an implantation duration of approx. 65 months and a generator exchange on the (B)(6) 2018 it was reported, that the patient came to the emergency room due to oversensing with shock delivery. The rv lead was taken out of service, the lv lead was inserted in the rv port instead. The lead remained in situ. Furthermore the patient reportedly presented signs of an infection and will be observed.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided follow-up data from the (B)(6) 2018 were investigated. The available iegm episodes recorded in (B)(6) 2018 showed oversensing which led to shock delivery as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.